Event description:
It has been reported to philips that the allura xper fd10 system had no live image in the examination room. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the no live images and splitter was not working properly. The rse recommended to replace the splitter in the r cabinet, customer replaced the splitter. After replacement of the splitter, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.